Event description:
A customer from (B)(6) tested his blood glucose using a contour ts meter and received a reading of "hi". He retested using another contour ts meter and received a reading around 200 mg/dl. Then the customer retested a third time using a non-bayer meter and received a reading around 100 mg/dl. The customer felt the reading of 100 mg/dl was correct since a lab test gave a similar result. The difference between the "hi" reading and the 2 other readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.